Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed due to turbine malfunction. Identification of issue has been done by analyzing problem description, device's logs and service report. There was no patient involvement. Evaluation of logs also reveiled that as a consequence of malfunctioning turbine, technical errors occurred which indicated following issues: turbine module communication error, ambient air temperature sensor range error, inspiratory flowmeter temperature sensor range error. Based on technician statement, the turbine was checked and assumed as faulty. The turbine has been replaced to resolve the issue. The issue was decided to be reported based on available information as defective turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The turbine module generates compressed air and delivers air to the inspiratory gas. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).